Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of specification. It was also noted that one side bail cover and one side bail were missing. Further analysis was performed on the pcb assembly. This analysis revealed that a capacitor component on the pcb failed, causing battery removal test failure. (B)(4).

Event description:
It was reported that the external pulse generator failed the battery test. The generator was returned for service. There was no indication that there was any patient involvement associated with this event.

Event description:
It was reported that the external pulse generator failed the battery test. The generator was returned for service. There was no indication that there was any patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).